Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing. The device was bench tested at different power levels on temperature and power control modes. Using a 100 ohm resistor with the device, impedance was set at different set points and the device functioned normally. It was noted that the front bezel was contaminated, the front display was contaminated, and the rear bumpers were broken.

Event description:
It was reported the during the electrophysiology procedure the radiofrequency ablation generator displayed a ¿high impedance¿ error. The generator was replaced but the same cables and catheter were used. The case successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.